Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and were admitted in intensive care unit due to insulin pump malfunctioning on unknown date with blood glucose level was 800 mg/dl. Customer stated that there was no warning beep of malfunctioning. Customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.